Manufacturer narrative:
Correction to h6 "type of investigation" code from "4114 - device not returned" to "10 - testing of actual/suspected device". This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. Despite good faith attempts the user culture results were not shared the lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: test result date: (B)(6) 2023. Sampling from: distal end. Cfu: n.d. (Not done). Bacterial identification: n/a . Sampling from: biopsy channel, suction channel. Cfu: negative. Bacterial identification: n/a. Sampling from: air-water channel. Cfu: negative. Bacterial identification: n/a. Sampling from: auxiliary channel. Cfu: negative. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. An additional potential adverse event was noted where foreign material remained in the air/water tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As of today, the suspect device has not yet been returned to olympus for evaluation. Prior to the device evaluation, the device will be sent out for additional microbiological testing. The customer states there was no patient infections, yes there were deviations, deficiencies or concerns in reprocessing. Precleaning was performed immediately after patient procedure, water was aspirated through the instrument/suction channel with a suction pump. Aspiration was done with both the 1st and 2nd position of the suction valve. The air/water and the balloon channels were flushed with water and air. The device passed the leak test. The device was rinsed before manual disinfection. Filter water was used for rinse after disinfection. The device was dried by clean compressed air and stored in a drying cabinet. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the colonovideoscope, after a microbiological routine control on this medical device, the user detected an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.